Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the fired tacks were unable to hold correctly onto the tissue. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of seven devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the two open tackers had disrupted timing. Both open tackers had a tack protruding from the shaft; one tack was stretched. The handle was actuated on tacker 1 and the tacks deployed but did not seat properly. The handle was unable to be actuated on tacker 2. The shaft was removed and the handle actuated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During lap rectopexy procedure, the fired tacks were unable to hold correctly onto the tissue. This occurred when the surgeon started to attach the mesh. To resolve the issue, they took another instrument. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.